Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic(s) therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis (initially reported as a pd catheter infection). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was prescribed intraperitoneal (ip) meropenem and gentamycin for 21 days (dosages, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s gentamycin was discontinued. Following the cultures results, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a hemodialysis (hd) catheter. The patient was permanently transitioned to hd due to the nephrologist's recommendation. The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis (initially reported as a pd catheter infection). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was prescribed intraperitoneal (ip) meropenem and gentamycin for 21 days (dosages, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s gentamycin was discontinued. Following the cultures results, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a hemodialysis (hd) catheter. The patient was permanently transitioned to hd due to the nephrologists recommendation. The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.